Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and found that the bracket held by the locking nuts on the collimator tray adjusters was sheared off, allowing the trays to rotate on their top and bottom pins. The collimator was twisted from the fall, making the exchange impossible with the vxgp collimator. The ldhr collimator was installed without any problems. The fse also found that longitudinal motion had been varying due to wear marks at both extremes of the calibration point. The fse replaced the parts related to this motion, including the vxgp collimator, and he performed several collimator exchanges. The system is working properly according to the technologist. (B)(4).

Event description:
Philips received info from a customer site that during a vxgp collimator exchange, after the collimator was removed form the detector, the collimator fell off the door tray as the door was closing. The technologist was not near the system when this occurred. There was no report of injury to pt, operator, or other personnel as a result of this reported event.